Event description:
As reported by the study, during a pta procedure, when the percusurge was deflated, aphasia was appeared on the pt. Edaravone was administered to the pt only for the day of the procedure. Cerebral infarction on the ipsilateral side was confirmed by MRI at the post procedure. The pt has been recovering gradually and is out of the hospital for the rehabilitation. According to the physician, it was thought that the removal of the debris with the percusurge and the thrombuster iii was not properly done, and this might have led to the stroke. Pta was being performed on a 72% occluded lesion in the left internal carotid with mild calcification and no vessel tortuosity. The lesion was 20mm in length in a 2.5 mm vessel diameter. Percusurge (medtronic, 6mm) was used for the procedure and an 8x40mm precise stent was successfully deployed. Post-dilatation was performed with 5.5 mm balloon catheter at 6 atm. An aspiration catheter (thrombuster iii) was also used for the procedure. The pt was symptomatic for stroke at admission.

Manufacturer narrative:
After implanting a precise stent in a left internal carotid artery with mild calcification and no vessel tortuosity, it was reported that the pt developed aphasia after removal of the non-cordis embolic protection device. Cerebral infarction on the ipsilateral side was confirmed by MRI post procedure. The pt has been recovering gradually and is out of the hospital and attending rehabilitation. According to the physician, it was thought that removal of debris with the non-cordis percusurge and thrombuster was not properly done, and this might have led to the stroke. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporary obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure, may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or mfg process of the device.